Event description:
It was reported that during the implant procedure, the atrial setscrew could not be engaged. The pulse generator was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that part of the atrial setscrew was visible inside the header of the atrial connector bore. When attempting to loosen the setscrw, the torque wrench was spinning freely and would not engage into the setscrew hex inset.